Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The unit was also received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that her blood glucose was in the low 50 mg/dl range. Troubleshooting was initiated for the hypoglycemia. The customer treated her low with food and her blood glucose rose to her current level of 76 mg/dl. The customer's priming technique and insulin pump settings were reviewed. The customer's reservoir was showing more insulin than what was shown on the status screen. The insulin pump was returned for analysis.